Event description:
Initial report: this non-serious spontaneous case report was reported by a nurse via a company representative and forwarded by our local affiliate. This case involves a female patient who received poly-l-lactic acid (sculptra) therapy in 2007 (2 vials), 2008 (2 vials), four months later (1 vial), three months later (1 vial), and 2009 (1 vial). No additional treatment details were provided. Relevant medical history and concomitant medication information were not mentioned. On an unknown date, the patient developed lumps on her cheeks. It is unknown if any corrective treatment was given. Event's outcome is unknown. A ptc (pharmaceutical technical complaint) was initiated.